Event description:
It was reported from an animal hospital "one pair of the scissors broke with a simple trim of suture ( 3-0 vicrly), and the second was a simple trim of eyelid tissue . Nothing ever noted prior to scissors breaking. Able to finish procedures with other scissors. Both patients recovered without incident. " no patient harm or injury reported.

Manufacturer narrative:
Qn#(B)(4). Sample of km35460 lot a7 (B)(6) 2017) was received for evaluation. The device received has a broken tip and the general appearance of the device suggests that it has been reprocessed many times. Sap was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to km35460. All complaints are trended across product families on a monthly basis per complaint trending global work instruction. Therefore, a separate complaint history review is not required. The observed damage is consistent with tray damage and the 5 year separation of the samples supports this conclusion. The root cause was undetermined- cannot determine. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported from an animal hospital "one pair of the scissors broke with a simple trim of suture ( 3-0 vicrly), and the second was a simple trim of eyelid tissue . Nothing ever noted prior to scissors breaking. Able to finish procedures with other scissors. Both patients recovered without incident. " no patient harm or injury reported.